Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy and acquired bacterial peritonitis, manifested by diarrhea, nausea, cloudy drainage and a slight/sporadic fever. The cause of the peritonitis was reported to be a sick child coughing without a mask in the room during the time that the port was being changed. The patient was hospitalized for the event. The treatment included vancomycin intraperitoneally (ip) (every friday; dose not reported) for peritonitis. The patient was later discharged from the hospital and was recovering from the event. The antibiotic therapy and the pd therapy were ongoing. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The patient experienced another episode of peritonitis and was hospitalized for two days. Treatment was not reported. The cause of the peritonitis was unknown.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be submitted.